Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that his replacement insulin pump was receiving excessive no delivery alarms during bolus attempts. The customer's blood glucose reading was 320 mg/dl; customer treated with manual injections. Customer stated that the no delivery alarm occurred when he had 150 units of insulin left. The customer performed troubleshooting and performed a fixed prime and verified that insulin exited the tubing. Customer removed infusion set and performed a 5 unit fixed prime and saw insulin exit the tubing and did not receive an alarm. The customer was advised that the set may have been occluded. The customer was advised to change his entire set and return the products for analysis.